Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 3.25x38mm xience skypoint stent delivery system (sds) was implanted successfully, however, post procedure,it was noted that the stent was expired. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - use after expiration the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Reportedly, the xience skypoint was used past the expiration date. The xience skypoint everolimus eluting coronary stent system instructions for use states: do not use after the use by date. The investigation determined the reported complaint appears to be related to user error as the device was used past the expiration date. The expiration date of the product is important for sterility, efficacy, and performance of the device. Per the xience use failure mode effect analysis potential adverse events of using the device post expiration date include fever and stenosis/restenosis. However, in this case there was no reported device failures or patient adverse events reported. There is no indication of a product quality issue with respect to manufacture, design or labeling.na